Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
The tibial polys were opened but not used. They would not work with the tibial base plate. A third poly was opened and used without issue. [Customer].

Event description:
The tibial polys were opened but not used. They would not work with the tibial base plate. A third poly was opened and used without issue. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.